Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.